Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy / bi-lateral salpingectomy procedure, the tissue was not releasing from the blade / was not cutting well during use of the seal and cut device (caiman). A new device had to be opened. No surgical delays and no patient injury reported. Additional information: during use of the device, the caiman malfunctioned and kept indicating the jaw must clean the jaw; before the device was even used and the device wouldn't grasp.

Manufacturer narrative:
Investigation: used test- and analysis- equipment: microscope "keyence- vhx 600 d", digital-camera "panasonic dmc tz8. Visual inspection of the jaws showed that except the soiling (blood and tissue) there were no abnormities such as burned or charred peak found. Mechanical function was checked, clamping and the cutting function worked well. A cutting trial with the instrument was conducted and it was found that the instrument cuts well. Review of the blade indicated that the blade was proper, sharp and without any burr or other abnormities the manufacturing documents were reviewed and found to be according to specification valid during the time of production. The blade is sharp and without any burr or damages at the cutting edge. The test with the official cutting test tissue was without any abnormalities. There are current no further equal complaints with this lot at hand. Complaint could not be confirmed. Corrective/preventive action(s) not required.